Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: * could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information * what is the total number of products involved in this event? * device return status. Please document the shipment tracking number: * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). 1. No harm to patient. 2. 6 eaches. 3. Device will be shipped out friday(B)(6) . 4. (B)(6) service team lead. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: h3 analysis: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that fifteen packets of product code j496h were received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Events reported via: 2210968-2023-06428, 2210968-2023-06429, 2210968-2023-06430, 2210968-2023-06431, 2210968-2023-06432, 2210968-2023-06433

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, it was reported by the sales rep that during an unknown procedure that the sutures kept popping off the needle and was not apart the controlled release pack. Device available for return. No adverse patient consequences were reported. Additional information was requested.